Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but three (3) photos and a video were provided for investigation. The photos and video were reviewed and the indicated failure mode for improper assembly was observed. The improper assembly caused a cocked stopper in the shield and may contribute to the stopper being loose or popping off the tube. Additionally, ninety (90) retention samples from bd inventory were evaluated by visual examination and the issue of improper assembly was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of cocked stopper and stopper pop off. Bd was not able to identify an exact root cause for the improper assembly. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text: see h.10.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that the stopper pops out of the tube. The following information was provided by the initial reporter: user observed a tube with loose cap; also saw that tube rubber cap is not aligned with hemogard.